Manufacturer narrative:
The device is expected to return for evaluation and hasn't been received.

Event description:
The event involved a plumset that was infusing fosfidex and saline solution between 8:25a ¿ 9:00a. At 9:00a the set generated an alarm for distal occlusion when using a plum pump. It was reported that four nurses and one doctor tried to disconnect the set from portacath catheter; however, it was not possible since the set was stuck and the distal connection of the tubing set broke. The implanted catheter portacath, located in right subclavian vein, was patent, and was re accessed, resulting slight bleeding through the broken set and a delay of 2 hours. The tubing set was replaced with a new one and worked properly. There was no adverse event and the patient status before, during and after the event was stable.

Manufacturer narrative:
Received one used photoprotector plumset for evaluation on april 1, 2019. The mating device was returned with the used set. As received, the option-lok adapter is confirmed to be broken inside of the female luer of the mating device. The reported complaint of a break can be confirmed. Close inspection of the fracture surface of the adapter shows evidence of a break due to excessive bending forces during use. Due to the luer of the set being stuck inside of the female luer of the mating device, a dimensional analysis could not be performed in order to investigate why the components were difficult to remove. The probable cause of the difficult removal is unknown. The mating device is noted to not be an ICU medical product. A batch record review was performed to lot 896065h list 123393002 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation to 315 and 315 final sets, respectively with zero defects found. As a result no discrepancies that may have contributed to a complaint of this nature were found.